Event description:
The customer's father reported that after less than 24 hours of device wear his daughter's blood glucose read "high" (>500 mg/dl). They deactivated it and noticed that the cannula was kinked when it was removed. The father gave a four unit manual injection of insulin and activated a new device. The customer is doing fine now.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading adn feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."